Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they were unable to connect their icon 3037 controller to ins likely because battery is dead. Patient said they haven't used their controller in about 7 years when they first noticed their battery was starting to die. Patient said they could feel it dying and would get a mild "shocking" sensation. Patient said they spoke with a manufacturer rep at that time who agreed it was their battery dying, but couldn't remember their name.